Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer called to report that he was hospitalized for diabetic ketoacidosis. The reported blood glucose reading during the phone call was 341 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. The customer was advised that the insulin pump was operating within specification. Nothing further was reported.